Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lobectomy for the 1st firing of the 1st device the surgeon squeezed the handle and clamped the tissue, and pushed the green button, then started squeezing the handle, however it was stiff and could not fire the device. The surgeon released the lock and replaced to new handle. For the 2nd device the surgeon squeezed the handle and clamped the tissue, and pushed the green button, then squeezed the handle, however the firing stopped on the halfway. The surgeon released the lock and replaced to new handle. There was no patient harm.